Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, device it was confirmed that the unit would not cool properly. Mixing pump was replaced. As5000 system passed all tests, is functioning properly and is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. Mixing pump replaced.

Event description:
It was reported that the arctic sun device was not cooling. Mixing pump replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.